Event description:
Pt was implanted with a synchromed el in 1999. Pt had onset of infection in 2000 with reported symptoms of an on-going fever for 2 months. The pt had the device explanted a few days later in 2000. A culture was taken of the cerebrospinal fluid via catheter access port and pump pocket at explant. The organism reported was staphylococcus empidermidis. Pt was treated with IV antibiotics and it is reported that the infection is resolved.